Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report. Device not returned.

Event description:
As reported to coloplast though not verified, patient was implanted with coloplast restorelle anterior mesh. Later the patient experienced exposure of mesh anteriorly, mesh erosion, pain, incontinence, dysuria, infection, dyspareunia, secondary prolapse, fecal incontinence, urgency, burning with urination, rectocele, discharge, buckling of tissue at the posterior cuff, mild trabeculation. A cystoscopy was performed; mesh removal and an anterior colporrhaphy were performed; premarin cream and vaginal estrogen were prescribed.